Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak complaint is unconfirmed. This is not consistent with the reported adverse event/incident. The most likely causation for the type ia endoleak is due to the patients neck was short (11mm should be greater to or equal to 15mm) and the patient was ruptured (cautionary product use condition). The final patient status was reported as discharged on the first post operative day home stable following the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply corrections: g1,2: contact office- name has been updated h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, two (2) suprarenal aortic extensions, two (2) iliac limbs and an ovation extension to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately three (3) years post initial procedure, the patient had a type 1a endoleak. A secondary procedure was completed. The physician elected to implant two additional suprarenal aortic extensions to resolve this event. The patient was reported as doing fine post secondary procedure.